Event description:
It was reported by the rep that the (1) er320 was used during a laparoscopic cholecystectomy procedure. It was reported that the clips were improperly formed. The pt consequence is unk at this time. 7/29/1999 there was no pt consequence.